Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 3. Device received from (B)(6) stating there was debris in sterile punch. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. There is no additional information available.